Manufacturer narrative:
The unit was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement test. There was no motor error alarm. The motor passed the motor test. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer called in to report a motor error alarm during bolus. The customer's blood glucose level was 84 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.